Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Concomitant products included alprazolam (xanax), amitriptyline, citalopram and lisinopril. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: severe depression"), dependence ("psychological or psychiatric problems condition: addiction"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe: uncontrolled hormonal issues") and weight increased ("weight gain"). In 2015, the patient experienced aneurysm ("neurological conditions or problems type: aneurysm due to hormone changes"), hypertension ("neurological conditions or problems type: hypertension") and seizure ("seizures"). In 2016, the patient underwent brain operation ("surgery (other) type of surgery: brain surgery") and experienced blindness unilateral ("vision/eye problems type: right eye vision loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic, pelvic/abdominal"), abdominal pain ("chronic, pelvic/abdominal") and headache ("head pain") and was found to have pituitary tumour ("tumor / teratoma / cancer type: pituitary tumor"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, depression, dependence, migraine, nausea, aneurysm, hypertension, dysmenorrhoea, brain operation, dyspareunia, pituitary tumour, vaginal discharge, blindness unilateral, weight increased and headache outcome was unknown. The reporter considered abdominal pain, aneurysm, bladder disorder, blindness unilateral, brain operation, dependence, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, hypertension, menorrhagia, migraine, nausea, pelvic pain, pituitary tumour, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2007 and (B)(6) 2008. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.23 kgs. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion; in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration'). In a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo confirmation test". The patient's medical history included: blood pressure high, multigravida, parity 3, breast tenderness, nipple discharge and cesarean section. Concomitant products included: alprazolam (xanax), amitriptyline, citalopram, hydrocodone, lisinopril and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On 2008, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: severe depression"), dependence ("psychological or psychiatric problems condition: addiction"), migraine ("migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes describe: uncontrolled hormonal issues"). On (B)(6)2008, the patient experienced vaginal discharge ("vaginal discharge") and seizure ("seizures") and was found to have weight increased ("weight gain"). On 2015, the patient experienced aneurysm ("neurological conditions or problems type: aneurysm due to hormone changes") and hypertension ("neurological conditions or problems type: hypertension"). On (B)(6) 2015, the patient underwent brain operation ("surgery (other) type of surgery: brain surgery"), (B)(6) years (B)(6) months after insertion of essure. On (B)(6) 2016, the patient experienced blindness unilateral ("vision/eye problems type: right eye vision loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic, pelvic/abdominal"), abdominal pain ("chronic, pelvic/abdominal") and headache ("head pain") and was found to have pituitary tumour ("tumor / teratoma/cancer type: pituitary tumor"). The patient was treated with surgery (bilateral salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, abdominal pain, heavy menstrual bleeding, bladder disorder, urinary tract disorder, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, depression, dependence, migraine, nausea, aneurysm, hypertension, dysmenorrhoea, brain operation, dyspareunia, pituitary tumour, vaginal discharge, blindness unilateral, weight increased and headache outcome was unknown. The reporter considered abdominal pain, aneurysm, bladder disorder, blindness unilateral, brain operation, dependence, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, heavy menstrual bleeding, hormone level abnormal, hypertension, migraine, nausea, pelvic pain, pituitary tumour, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted, in essure insertion date: (B)(6) 2007 and (B)(6) 2008. Current weight: 160 lbs. Injury type: pip to removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.23 kgs. Hysterosalpingogram: on (B)(6) 2008, total bilateral occlusion; on (B)(6) 2008, total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: reporter information, medical history and essure removal details added, action taken with drug updated. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Concomitant products included alprazolam (xanax), amitriptyline, citalopram and lisinopril. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: severe depression"), dependence ("psychological or psychiatric problems condition: addiction"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe: uncontrolled hormonal issues") and weight increased ("weight gain"). In 2015, the patient experienced aneurysm ("neurological conditions or problems type: aneurysm due to hormone changes"), hypertension ("neurological conditions or problems type: hypertension") and seizure ("seizures"). In 2016, the patient underwent brain operation ("surgery (other) type of surgery: brain surgery") and experienced blindness unilateral ("vision/eye problems type: right eye vision loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic, pelvic/abdominal"), abdominal pain ("chronic, pelvic/abdominal") and headache ("head pain") and was found to have pituitary tumour ("tumor / teratoma / cancer type: pituitary tumor"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, depression, dependence, migraine, nausea, aneurysm, hypertension, dysmenorrhoea, brain operation, dyspareunia, pituitary tumour, vaginal discharge, blindness unilateral, weight increased and headache outcome was unknown. The reporter considered abdominal pain, aneurysm, bladder disorder, blindness unilateral, brain operation, dependence, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, hypertension, menorrhagia, migraine, nausea, pelvic pain, pituitary tumour, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2007 and (B)(6) 2008. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.23 kgs. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion; in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: pfs received event " migration" was updated as non-serious incident.and events "hormonal changes describe: uncontrolled hormonal issues, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: severe depression and addiction, bladder or urinary problems or changes, migraines / headaches, nausea, neurological conditions or problems type: aneurysm due to hormone changes and hypertension, dysmenorrhea (cramping), surgery (other) type of surgery: brain surgery, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: pituitary tumor, pain, vaginal discharge, vision/eye problems type: right eye vision loss, weight gain, headache, seizures" were added. Concomitant drugs, reporter information and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic, pelvic/abdominal"), abdominal pain ("chronic, pelvic/abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2007 and (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event ¿injury nos¿ is replaced with ¿pelvic pain¿. New events added: abdominal pain, menorrhagia, bladder problems, urinary problems, migration and she did not undergo confirmation test. Reporter information added. Essure insertion date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.